Manufacturer narrative:
Combination product: yes.

Event description:
The patients dr pm system was explanted and replaced with a vr leadless pm due to dislodgement of both ra and rv leads twice since (B)(6) 2025 system implant. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.